Manufacturer narrative:
(B)(4). Physio-control was informed by the customer that the device will not be repaired. The device has been removed from service and will be replaced. The device has not been returned to physio-control for evaluation.  The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete a boot up cycle when powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.